Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 vticm5_13.2,-11.0/+2.5/92 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. An excessive vault was noticed within the same surgery (intraoperatively) and the lens was removed and exchanged for a shorter lens.the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found the optic torn, residue on lens and missing piece of haptic. Claim# (B)(4).